Event description:
A peripherally inserted central catheter (PICC) was placed above the elbow for anesthesia access. A few days post placement the patient experienced swelling and it was noted anesthesia had extravasated from the catheter into the patient's subcutaneous tissue. It was reported a hole was noted in the catheter 1 cm distal to the suture wing. The PICC line was removed via the proximal end. The PICC line was not replaced as treatment had been completed. The patient required additional monitoring for forty-eight hours. No other patient complications were reported. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated the catheter wall was cut through to the minor, blue lumen approximately 5/8 in. From the distal edge of the bifurcation. No molding defect was noted in the shaft. The evaluation also indicated the shaft appeared to have been over pressurized. User technique during access and/or patient anatomy may have contributed to this event. However, the company was unable to determine the relationship between the device and the cause of this event. The company's directions for use outline appropriate placement, access and maintenance procedures.